Event description:
It was reported that the customer's insulin pump had a crack on the display screen. The customer's blood glucose was unknown. Advised the customer to return the insulin pump for analysis, and to revert to their back up plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).